Event description:
The customer reported that she woke up with the insulin pump alarming. The blood glucose reading was 103mg/dl. The customer mentioned that she bolused before bedtime. The caller stated that her body is not able to make insulin and she had a kidney transplant. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Unable to prime during prime test due to protruded/loose drive support disk. No prime alarm noted. The insulin pump received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, broken battery tube threads and broken insulin pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.